Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-25- strip inserted backwards or upside-down test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product letter send to customer.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling thirsty. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 08/27/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in states that his meter does not turn on. Customer also states he feels thirsty at the time of call. Customer denies the need for medical attention at the time of call.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-41- dead battery. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product letter send to customer.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling thirsty. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 08/27/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in states that his meter does not turn on. Customer also states he feels thirsty at the time of call. Customer denies the need for medical attention at the time of call.